Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during the second usage of the device, the jaws could not be opened. The surgeon opened another device to complete the procedure with no further difficulties. Additional questions have been asked regarding the incident.